Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock which may have prompted true ventricular fibrillation (vf). There was a right ventricular (rv) lead integrity alert for numerous short ventricle to ventricle intervals and oversensing of noise was noted on recorded vf episode. The rv lead remains in use. No further patient complications have been reported as a result of this event.